Manufacturer narrative:
Sample was received for evaluation. Sample was returned for investigation. Visual inspection was performed at the johnson & johnson raynham facility using the unaided eye, and organic matter and dried blood were observed on the returned unit. The sample did not undergo functional testing, and has instead been enrolled in an x-ray study supporting internal procedure which is investigating failure to disengage for the perforator product family. The reported failure mode for this complaint is that the perforator "failed to stop" and therefore may be related to the disengagement of the perforator unit. The complaint issue will continue to be investigated under internal procedure. Manufacturing records were reviewed and found no anomalies. Based on the results of the investigation, the reported issue not confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.   Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted donna engleman, director of regulatory programs, office of product evaluation and quality and michelle rios, assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the perforator did not stop. There was no harm to the patient and it did not make them lose any time in surgery.